Manufacturer narrative:
The device was received and a bend was noted on the exposed portion of the cannula. It is unknown when or how the damage occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. A gouge was noted on the bottom housing fill port. The fluid path was manually occluded, and no signs of leakage were observed. Cracks were found on the top housing. While the damage was found, it would not contribute to a failure of the pod¿s ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 17.4 mmol/l (313.2 mg/dl) with ketones present. The pod was worn between 36 and 48 hours on the abdomen. Hyperglycemia treated with manual injection.